Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3487a-33, lot# v053721, implanted: (B)(6) 2009, product type lead; product ID 3487a-33, lot# v076100, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the battery in the patient's device was nonfunctioning. The reporter stated 'I was able to get adjusted twice, but it really didn't work for the doctor.' It was noted that the 'battery finally quit charging in 2011.' It was further noted that the patient wanted to find a surgeon to remove the device because they required an MRI to see what was 'causing worsening of their disease.' It was noted that the patient's pain was at an '8-10 every day.' It was further noted that the patient was not happy with the placement of their device. It was noted that they would get sores when they wore belts with their jeans. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).